Manufacturer narrative:
The reason for this revision surgery was damage to the shoulder glenoid after 16 days of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the 144th complaint against this part number. Seventy of the complaints have been for dislocations, 20 for infections, 16 for trauma and the remainder for various issues not attributable to the part. This is the first complaint from this lot. The root cause for the damage to the shoulder glenoid was reported as a fall, trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient falling and ripping out the glenoid. The surgeon removed all the original implants except for the monoblock stem.